Event description:
The report is from the (B)(4) study. The patient was a (B)(6) white female with a history of hyperlipidemia, smoking, coronary artery disease, and hypertension. The target lesion was the ostium of the right internal carotid artery. Lesion length was 4.3mm and diameter was 5.8mm. The lesion was moderately tortuous. The lesion was pre-dilated. Pre-procedure stenosis was 83%. A precise pro rx 8 x 40 was deployed in the lesion. An angioguard rx, size 6, was successfully deployed and retrieved during the procedure. The patient was discharged 11 days post-procedure. The patient died 6 days later. The patient was lost to follow-up and the death was reported by the national death index.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient was a (B)(6) female with a history of hyperlipidemia, smoking, coronary artery disease, and hypertension. The target lesion was the ostium of the right internal carotid artery. Lesion length was 4.3 mm and diameter was 5.8 mm, was moderately tortuous with an 83% stenosis and was pre-dilated. A precise pro rx 8 x 40 was deployed in the lesion. An angioguard rx, size 6, was successfully deployed and retrieved during the procedure. The patient was discharged 11 days post-procedure and expired from unknown etiology 6 days later. The patient was lost to follow-up and the death was reported by the national death index. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15041758 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.